Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4). Biosense webster manufacturer's ref. No.'s pi1-1nhkbvh / pi1-1nhmewi are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with two thermocool® smarttouch® sf bi-directional nav catheters and suffered a heart block requiring cardiac pacemaker insertion. Midway through the procedure, the distal electrode electrocardiograms (ECG) no longer displayed. Cable was replaced without resolution. Thermocool smarttouch bidirectional sf catheter # 1 was replaced and the issue resolved. The case continued and it was also reported that a force sensor error displayed on the carto 3 system while using the second thermocool smarttouch bidirectional sf catheter. Physician continued the procedure. Heart block (unspecified) was confirmed via 12 lead ECG. Biventricular pacemaker/implantable cardioverter defibrillator (ICD) was placed. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The signal loss is not MDR reportable as it was only on the distal electrode; therefore there were other available ecgs for the physician to monitor the patient and the risk to the patient is low. In addition, the force issue is not MDR reportable as it is highly detectable and functioning as intended. Since two ablation catheters were used prior to the adverse event, the event will be reported under both catheters. This report is for the second catheter used with the force issue.